Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Around 3:00pm on (B)(6) 2021, the patient started feeling dizzy and/or vertigo. The following morning, the dizziness continued, and he developed nausea and vomiting. He consulted a nurse through his insurance and was advised to go to the emergency department. The patient was treated with IV saline while waiting for blood results. While waiting his blood test results, his cgm displayed 116 mg/dl and steady. Within 20 minutes, his cgm displayed 265 mg/dl, then 285 mg/dl with double arrows up, then 334 mg/dl. He administered a bolus of approximately 25 units of insulin from his tandem pump. The physician returned and reported that the patient¿s initial bg was 65 mg/dl and he suspected the patient¿s dizziness/vertigo was associated with low blood glucose. Another bg was performed which was 172 mg/dl but the cgm displayed 334 mg/dl. The patient was released home and recovered. The sensor insertion site and date were not provided. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.